Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a non-rechargeable ipg. The explanted ipg was discarded by the medical facility.